Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two unspecified mentor saline smooth breast prostheses, suffered right breast implant deflation and left breast capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 300cc mentor smooth round moderate plus profile saline, catalog: 3502300, lot: 7566187, sn: (B)(4) and (left) 300cc mentor smooth round moderate plus profile saline, catalog: 3502300, lot: 7628767, sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On april 7, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a crease was noted on the posterior aspect. Additionally, a tear was observed within the crease measuring approximately 0.8 cm, causing a deflation. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).